Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis summary: - upon reception, the returned smarttouch tablet was tested and the reported behavior was reproduced: after turning on the tablet, the screen displayed the smarttouch logo and then turned black. - in-depth analysis revealed that the observed black screen most probably resulted from an issue at the level of the software supervisor. However, no evidence of this hypothesis could be identified based on available data and therefore, the root-cause of this issue could not be determined with certainty. - the subject tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.

Event description:
Reportedly, the screen of the smarttouch tablet remains black.